Manufacturer narrative:
Testing and investigation found the touchscreen did not respond when pressed. Further testing found contamination on the bottom of the touchscreen. The probable cause of the customer reported event is due to contamination on the touchscreen from fluid ingress which altered the characteristics of the touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the ink known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen was not working. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.